Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited occasional atrial undersensing during atrial tachy response (atr) episodes. Additionally, a single undersensed atrial beat was observed during an atrial arrhythmia the patient experienced. Technical services (ts) confirmed all available lead measurements were satisfactory. No adverse patient effects were reported. This device remains in service.